Manufacturer narrative:
(B)(4). Additional 510(k): k083641. This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the "tracheal cannula" of a portex® bivona® neonatal and pediatric tts¿ tracheostomy tube was defective, and there was blockage. The fault was observed immediately upon use to the patient. No injury was reported.

Manufacturer narrative:
Evaluation summary: one sample was received from p/n 67p055 in used conditions without its original packaging. Sample was tested at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pivot balloon. No damaged could be detected on the unit. Air cuff symmetry test was performed to the unit. Cuff symmetry fixture was used (ID number (B)(4) cal due date 02/19). When inflating the unit with air, it was seen that the pilot balloon was inflated but all the air was stuck in it. The pilot balloon was squeezed and it was seen a small amount of air entering through the cuff. According to the ((B)(4), pedi/neo tts IFU), the pilot balloon was squeezed and the cuff was manipulated, it was seen that the half of the cuff was inflated, the cuff was manipulated and it was seen that the whole cuff was inflated. When measuring the cuff, the percentage for the symmetry was: 45%, this result is over 33.3% which is the minimum acceptable specification. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. Based on the test, the unit is within specifications. A review of the manufacturing process for p/n 67p055 was conducted by quality analyst in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. All procedures are being carried out appropriately. It was seen that: (I) production personnel performed a 100% air cuff symmetry visual inspection during process; (ii) quality inspectors took a representative sample of the lot and performed air cuff symmetry test. Based on these investigation results, no root cause has been determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.